Manufacturer narrative:
Reported event: an event regarding revision involving an unknown hip was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised. The reason for revision was not reported. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned to the manufacturer.

Event description:
This pi is for revision of the patient's left hip on (B)(6)2022. Rep reported revision of patient's left hip on (B)(6)2023 and provided usage sheet from a prior revision on (B)(6)2022 where a head, sleeve, and insert were implanted. Rep confirmed that as of 2023 patient still had a restoration modular stem construct in situ, which had to have been implanted prior to the 2022 revision. Reason for revision and information on the revised components is unknown.